Event description:
Patient's mother reports hospitalization due to elevated blood glucose levels and dka.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a visibly scratched display lens, which is unrelated to the complaint. The insulin delivery was found to be operating within required specifications for delivery accuracy.